Event description:
Lv lead thresholds have been rising since patient had a car accident (prior to generator change on (B)(6) 2021). After car accident prior device (biotronik) migrated to an uncomfortable position below the patient's arm pit. At that time the biotrinik device was removed and the device was relocated to a submuscular pocket. Lv lead threshold was slightly elevated, but physician felt that the lead should be retained. Reportedly, several weeks after this lv threshold rose higher. Some time in the past 2 months (unable to gather more information), the rv defib impedance crossed 200 ohms. The decision was made by the ep who was consulted (dr. (B)(6)) to extract the entire system and replace at a later date with another manufacturer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).